Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation and damage to surrounding bone and tissue, and partial or complete lack of mobility. The symptoms are the result of possible loosening of the implant, fracture, dislocation, and/or the spread of metal debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.